Event description:
Reporter indicated that patient was having pain at the neck site where the lead tie downs were placed. The patient underwent surgery to have the lead tie downs removed. It was reported that the event resolved after surgery.